Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. (B)(4). No phone number provided. The service engineer (se) inspected the device and replaced the speaker assembly and the ventilator passed all testing.

Event description:
It was reported that prior to use the ventilator generated a primary alarm failed error code, reportedly, there was no alarm sound at the time of the event. No patient involvement. The event date was not specified; estimate used.